Manufacturer narrative:
The lens was inserted and removed. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A report was received that a tecnis 1 multifocal (tmf) model zlb00 intraocular lens (iol) was removed and replaced from the patient¿s operative eye during the same procedure due to iol was cracked/torn. The surgery center indicated the cracked/torn iol was a result of use/handling error and no complaint on the iol device. An incision enlargement was required to remove the original iol. The removed iol was destroyed and discarded by the surgery center. The replacement lens was another zlb00 iol. It is noted that a non-validated, non-amo cartridge was used in the procedure which may have contributed to the reported issue.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.